Manufacturer narrative:
Investigation summary: no photo or sample available for investigation, without further information, the root cause remains unknown. Potential root causes include 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non controlled handling within distributor facilities. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported of the part number reported (300443) additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months (sep-2020 thru sep-2021). H3 other text : see h10.

Event description:
It was reported that 3 sharps coll can 13.2l yel vented cap experienced missing lids. The following information was provided by the initial reporter: I have a customer who has received 3 sharp collectors without lids.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 sharps coll can 13.2l yel vented cap experienced missing lids. The following information was provided by the initial reporter: I have a customer who has received 3 sharp collectors without lids.